Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing came apart at the quick release. There was nothing in particular that led to the event. The site location was reported as the abdomen region and the pump was worn on the right side belt area. The infusion had been in use for 3/4 days. The infusions were stored inside. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Reportedly, the patient had other infusion sets also that disconnected by themselves. No further information available.